Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. No information has been provided to date.

Event description:
It was reported that the pumps exhibited discrepancies in the amount of medication remaining and the amount delivered. No patient injury was reported.

Manufacturer narrative:
Please disregard the initial report submitted with the MFR: 3012307300-2022-12849. The report was submitted in error - this is a duplicate complaint.